Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The cause of the increased recharge time was unknown. The patient was referred to a manufacturer representative (rep). No further actions were taken. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the last time that the patient programmer was put into MRI mode, it messed up the patient¿s device. This was clarified to mean that recharging became messed up. It used to take three hours to recharge, but then it took 12 hours to recharge. This was around (B)(6) 2019. There was no further information known. There were no patient symptoms or complications reported.